Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the left ventricular lead was exhibiting inadequate capture and high pacing impedance. Programming changes were performed. There were no patient consequences.